Event description:
It was reported that the system failed to complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and could not reproduce reported problem. System operates as intended.